Manufacturer narrative:
No patient information provided as no patient was involved in this event. ) no parts have been received by manufacturer. Event problem and evaluation: on 19-nov-2016 and 22-nov-2016, a medtronic representative went to the site to test the equipment and perform planned maintenance. The damaged j battery connector and battery tray were replaced. An imaging system check-out was completed; the mechanical tests, imaging tests and safety inspection all passed; system performed as intended.

Event description:
A medtronic representative, following up with the site, reported that the imaging system¿s j7 connector pin and battery tray cable had been pinched during re-assembly of the cabinet. This issue was identified during planned maintenance; no patient was present.